Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was 15k with supplementary information number of ¿25". The tissue pad was severely worn out, and it was partially torn. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. The information provided in the event indicates that "a part the tissue pad was peeled off (partially disappeared)". It was determined that the reported event was the tissue pad tear. Also, the information indicates that the tissue pad was partially disappeared. It was determined that the tissue pad was severely worn out. Based on the previous investigation results and investigation results of the subject device, a likely mechanism causing the tissue pad to wear out severely might be the following: grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to wear out and tear partially. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that a part of the tissue pad was peeled off (partially disappeared) at the beginning of the gynecological surgery. The intended procedure was completed with another device. There was no patient injury reported.